Event description:
This report was rec'd from an ophthalmologist's office for info regarding healon gv and increased intraocular pressure. Healon gv was used as an aid to cataract extraction on 10/31/97 in an eighty yr old gentleman. One day postop, the intraocular pressure was 34.4. He was treated with osmitrol (one bag) and his iop was measured at 24. The second day postop, healon gv was seen oozing out of the left eye. The pt was also treated with eye drops (not specified.) The physician had recently switched to using healon gv. No identifying info (lot or batch no.) Known in order to perform a batch review of the device. This case remains under investigation.